Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the device was unavailable for review, therefore it is unk which part of the device broke. However, it was potentially the post that locates the device on the implant. The material of this device was previously changed to a less notch sensitive material in order to reduce the occurrence of this type of failure. This device has a potential field age of approx (B)(4) and was produced prior to the material change. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the liner impactor broke off in the pt and that the piece could not be retrieved.